Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay result for a patient sample tested on the cobas 8000 e 801 module. The initial tnt (18-minute application) result was 1442 pg/ml and the tntst (9-minute application) result was 6.26 pg/ml. The repeat tnt result was 6.6 pg/ml and the tntst result was 6.98 pg/ml.